Event description:
While investigation a (B)(6) male pt's monitor for an unrelated issue, a reportable problem was discovered. Upon servicing, the monitor displayed a svc code 102 (charge profile fault).

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The charge profile fault was caused by an open r45 resistor. The defective cause for the r45 failure was a short in thyristor q7. The root cause for the short in q7 could not be positively identified. No adverse event resulted from the defective q7 thyristor. The pt received a replacement monitor.